Event description:
It was reported that an xr patient, a few months post-op, has a possible torn anterior cruciate ligament. The devices that the patient has implanted are unknown, and there is unknown if some specific device was fault of the possible torn acl.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.